Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced permanent phrenic nerve paralysis (pnp). The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.